Manufacturer narrative:
One device was returned for repair with complaint that the device failed the downstream occlusion test. No relevant service history was found. Review of event history found downstream occlusion alarm. Complaint of failed downstream occlusion test was not confirmed through functional testing. Pump alarmed with ¿downstream occlusion¿ during downstream occlusion test, and psi was within tolerance. Probable cause of complaint was unknown.

Event description:
It was reported that the device failed the downstream occlusion test. There was no patient involvement.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.